Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges injury, pain, emotional distress, elevated cobalt and chromium ions, difficulty ambulating, muscle loss, and tissue destruction. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address failure of left tha secondary to metallosis, pain , elevated metal ions, osteolysis and disability. Operative note reported reactive synovitis with staining of the tissue around the components. There were minimal bone defects were noted with some cavitation superomedially. Some osteolysis in the lesser trochanter and around stem. However, stem was retained with bone grafting of the lysis.